Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached cannula occurred. The sensor was inserted into the abdomen on (B)(6) 2020. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem additional. D9: device availability additional. G3: date received by manufacturer additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer additional. H6: event problem and evaluation method codes additional.

Event description:
It was reported that a detached cannula occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The product was evaluated. An external visual inspection was performed and the probable cause could not be determined due to applicator cannula has no visible physical damage inhibiting functionality. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.